Manufacturer narrative:
On 5/18/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation results: failure analysis - there were two contra angles in used condition returned showing wear with the latch and screws missing. Without knowing how it was used and without the latch and screw the complaint is confirmed. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: 08068 issued 9/19/08 for contra angle latch screws falling out with minimal usage. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information

Event description:
Customer initially reported pins fall out. On (B)(6) 2016 customer reports pins found missing after sterilizing device, no idea when or where they fell out of the latch. No patient issues. No further information available.